Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was painfully and was very dizzy upon waking up. Boston scientific technical services (ts) referred the patient to physician. At this time, this ICD remains in service. No adverse patient effects were reported.